Event description:
It was reported that the 9800 system had poor image quality during a case. The 9800 system was removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced by the biomed engineer during the service call. The system was found to be working as intended, and put back into service.